Event description:
It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, there was a wattage reading of 0-20 watts on the stockert 70 system. The stockert 70 system was not communicating intermittently with the carto 3 system and the prucka system with a flashing communication error. The power was cycled on the stockert 70 system and the global port before and after exchanging the catheter and cables with no resolution. The issue was resolved by switching to a blazer catheter. After the catheter was exchanged, the caller stated that the patient had a tachycardia and the patient's blood pressure dropped. A transthoracic echocardiogram confirmed the cardiac tamponade. A pericardiocentesis was performed and 500ml of fluid was removed. The patient was stabilized and at admitted at the ICU for observation. Upon request, the bwi field representative provided additional information on the event. The exact timing of the event was unknown but there had been a transseptal access obtained without ultrasound use. The symptoms of the tamponade were discovered following mapping and ablation. The physician's opinion on the causality of the tamponade was that the exact cause of the event was unknown due to a variety of factors, including the unpredictability of the stockert 70 system and absence of intracardiac echocardiography (ice). The physician stated he did not deploy the transseptal needle and then the sheath just "popped" across. The physician did not experience any difficulty in manipulating the catheter.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, there was a wattage reading of 0-20 watts on the stockert 70 system. The stockert 70 system was not communicating intermittently with the carto 3 system and the prucka system with a flashing communication error. The power was cycled on the stockert 70 system and the global port before and after exchanging the catheter and cables with no resolution. The issue was resolved by switching to a blazer catheter. After the catheter was exchanged, the caller stated that the patient had a tachycardia and the patient¿s blood pressure dropped. A transthoracic echocardiogram confirmed the cardiac tamponade. A pericardiocentesis was performed and 500ml of fluid was removed. The patient was stabilized and at admitted at the ICU for observation. Per the event description, the unit was serviced and no errors were found however, the upper case, back and front frame were replaced as part of the service. Functional and safety test was performed as well as preventative maintenance. The device history record (DHR) for the stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). The customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4): the abnormal signals noticed by the physician was only the higher impedance and unpredictable power output. There were 5+ ablation applications delivered to the patient before the event. The rf generator was set to "temperature-control" mode. The power setting was set to 30-40 watts. It was unknown if the power was titrated during the ablation because of the stockert 70 system issues. The temperature cut-off setting was set to 52 degrees celsius . It was unknown which sheath was used. The patient received anticoagulation in the procedure. Only one act was given and maintained at >250.